Event description:
The following was reported by the attorney for the patient: on (B)(6) 2006 - a bard composix kugel mesh was used to repair patient's hernia defect. On (B)(6) 2007 - the patient underwent surgery. The attorney alleges the patient continues to experience abdominal pain and discomfort. The patient has suffered and will continue to suffer physical pain, harm, and serious and permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report indicates the patient underwent hernia repair with composix kugel on (B)(6) 2006. More than one year later, the patient underwent an unspecified surgery. There is no indication the composix kugel mesh was explanted. Based on the information provided it is unknown whether the device may have cause or contributed to the reported event. Medical records have not been made available and no specific device failure was alleged. Additionally, it appears the mesh remains implanted. A manufacturing review was performed and did not reveal a manufacturing related issue. With the currently available information, no conclusion can be drawn at this time.